Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 85% stenosed de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). The lesion was predilated and then a 38 x 2.75mm taxus liberte was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluation: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first two proximal stent strut rows had multiple stent struts stretched and bent. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).